Manufacturer narrative:
Gtin: not available. Upon completion of the investigation, a follow up report will be filed. Device not available.

Event description:
The cam was confirmed to be dislodged through x-ray after the device became unable to be reprogrammed. The patient is currently being monitored without revision because the dislodgment has no adverse effect on the patient.

Manufacturer narrative:
The additional narrative summary in the initial report stated that upon completion of the investigation, a followup report would be submitted. However, it had been communicated that the device remained implanted and no lot number information was provided. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.